Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvad, serial number, and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with epistaxis that started after blowing the nose. The patient's international normalized ratio was 2.2. Nose pincers were placed and bleeding resolved. The pincers were removed after 20 minutes. The patient returned to the emergency department the following day with more bleeding and the same process was followed. The patient followed up with the ear, nose, and throat office where afrin was sprayed into the nose and floseal was inserted into the right nostril. The event reportedly resolved on (B)(6) 2019.